Event description:
A customer contacted beckman coulter inc., (bci), regarding a false bhcg result generated by the unicel dxc 600i synchron access clinical system for one patient. The initial result was 0.50 miu/ml. A fresh sample gave a result of ">1000.00 miu/ml" and a result of 41,993 miu/ml from a reflex test. The customer then re-tested the original sample on a different instrument and obtained result was ">1000.00 miu/ml", and a result of 53,483 miu/ml from a reflex test. The results were reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
All three levels of bhcg qc have been within the customer's established ranges prior to and after the event. Service was offered by bci, but it was declined by the customer. No additional information is available. A definitive root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.